Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the leds were off. Upon troubleshooting actions, fse identified that the cause of the issue was loss of dc power. Fse replaced the ac to dc power in the m-cabinet rear panel of the power distribution unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.